Manufacturer narrative:
Available evidence indicates that this device was explanted due to therapy upgrade, this event was not reportable. Corrected event description.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to therapy upgrade. This device has been successfully replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted. The reason was not provided. This device has been successfully replaced. No additional adverse patient effects were reported.